Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the vapr tripolar 90 suction elect was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection revealed that the device was not returned in the original packaging, the active tip shows no clear evidence of activation, the return cap is stained, mainly at the distal end which could be caused by activation/fire-up taking place on the cap, saline residue visible in the suction tube. Customer report stated device used for 5 mins on setting 6. No anomalies were found during the electrical test. The electrical test was not performed, and no anomalies were found. As the customer report stated the setting of 6 was used. The activation test was repeated by using basic mode and changing default setting to 6. This equates to a power setting of 280w. Once again, the device activated as expected with the plasma created around the active tip. This complaint cannot be confirmed. A DHR review has been performed for the complaint device lot number and no issues (ncrs or deviations) with the manufacturing process have been indicated which might explain the failures observed. Based on a review of the investigation findings and product ra no containment or correction action related to the individual complaint is required. Atl will continue monitoring complaint rates through standard complaint channels to identify any possible adverse trend that would trigger further actions. On further evaluation of the complaint tripolar 90's technical authority has pointed that there is a high probability of this device being miss used with no active tip activation and burning on the return. The marks in the distal tip are consistent with marks seen before for reverse fire. Reverse fire-up occurs when the cut return cap is partially buried in tissue, and the fire-up takes place in the return rather than the active tip. These events have been previously investigated. At this point in time, no corrective action is required, and no further action is warranted. However, in depuy synthes mitek, additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: UDI: (B)(4). E3: reporter is a j&j sales representative. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by sales rep that during an unknown procedure on (B)(6) 2023, it was observed that after 5 minutes of use with the setting of 6 on the generator, the vapr tripolar90 suction electrode fired out of the back of the wand. According to the report, the device was pulled out and another like device was used to complete the procedure. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.